Manufacturer narrative:
Concomitant medical products: 3888-45 lead, implanted: (B)(6) 2011; 37743 neuro programmer, implanted: (B)(6) 2011; 37702 pain stim ipg, implanted: (B)(6) 2011; 3708220 neuro extension, implanted: (B)(6) 2011; 3778-60 pain stim lead, implanted: (B)(6) 2011; 3888-45 pain stim lead, implanted: (B)(6) 2011.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited undersensing of ventricular ectopic beats. It was also re ported the right atrial (ra) lead exhibited suspected undersensing of atrial arrhythmia. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.